Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a diagnostic laparoscopy procedure, the tip of the device melted. There was no patient injury reported. The procedure was successfully completed using a different but similar device. Additionally, multiple attempts were made to gather more detailed information regarding the incident but with no results.